Event description:
It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2021, the patient was transferred to the hospital for suspected underdrainage. The physician attempted to adjust the pressure, but the drainage of cerebrospinal fluid was insufficient. The shunt system was believed to be operating in over/underdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 82.5 centimeters (cm). Weight: (B)(6). Gender: male.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: no defects or abnormalities permeability test: the test showed that the progav 2.0 shunt system is permeable. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 0.15 cmh2o. This is not within the specified tolerance of 12 cmh2o ± 3 cmh2o. An applied pressure of 12 cmh2o, with the device in the horizontal position is expected to have a resultant pressure of 12 cmh2o ± 3 cmh2o. Additional testing did not significantly change the results. According to our results, we can determine a presence of an accelerated outflow. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 14.40 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. A second measurement improved the results [17.91 cmh2o] a little bit, but in accordance with the tolerances, we can also determine a presence of an accelerated outflow at the shuntassistant. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can identify an accelerated outflow in the shunt system. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.